Event description:
The customer reported the fully charged autopulse li-ion battery (sn (B)(4)) will not power on the autopulse platform. The customer did not provide any further information. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.